Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation.without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Mw5077445 (B)(4).

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: this report is against mw5077445, a copy is attached. The only information contained in this report is correction or additional information. This complaint is submitted following a request to create an additional report to complaint (B)(4) - since there are 2 patients involved. We received a letter from the healthcare professional in which the event is described. Please see the attached word file with the details regarding the event and related products. The procedure was done using depuy synthes plate and locking screws (401.880-401.882-401.362-447.348) on (B)(6) 2017 - open reduction internal fixation surgery of rt. Ulnar bone. The procedure was done using depuy synthes plate and locking screws. Patient had allergic reactions. Due to refractoriness to treatment and deteriorating clinical state, and possible asia- plate and screws were taken out on (B)(6) 2018. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.